Manufacturer narrative:
Batch review performed on 24 april 2025: lot 2460768: (B)(4) items manufactured and released on 05/07/2024. Expiration date: 11/06/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
C2-c7 fixation surgery. Patient's pedicle bone cracked at c6 right side while inserting the 3.5x14 pedicle screw (2.7 diameter tapping performed). Strong bone. C6 level was skipped and the surgery was completed successfully.

Manufacturer narrative:
Follow up 1: - device returned to manufactuer on 18-jun-2025 - visual inspection visual inspection: based on the event description, it was assumed that the patient bone condition was not optimal due to hard bone: basically, this condition could potentially introduce higher risk like bone or implant failure, in particular when screws are positioned under extreme trajectory and/or into reduced bone section. No defect can be found on the implant. The event was likely caused by factors that are independent from the screw. Conclusion: although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.